Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '351.709s ,synream reaming rod ø2.5 l650 had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (confirmed as the observed condition of the synream reaming rod ø2.5 l650 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: one piece scrapped in cell at op #0050 thermal rinse-unload, for dropped part. Production order traveler met all inspection acceptance criteria apart from the one scrapped. Inspection sheet, 351.709s-11-btq880016 / 2, met all inspection acceptance criteria. Certificate of conformance supplied by eptam dated 29-mar-2023 was reviewed and determined to be conforming. Tensile strength specified as minimum 2000. Certified at 2671.4. Tensile strength of ball tip specified at minimum of 1023. Certified at 1524.4-1554.3. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 31364 supplied by ethicon (abq) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 43672p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 43672p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the implantation of a multiloc humeral nail to treat the multifragment humeral shaft fracture, the tip of the guidewire (synream reaming rod 2.5 mm, length 650 mm) broke clean off right behind the ball-tip when the surgeon tried to bend the tip a little bit to better reach the distal part of the fractured shaft. It broke outside the patient and the broken fragment was removed easily without additional intervention. The guidewire was replaced with a 2.5x900mm. There was a 5 minutes of surgical delay. The procedure was successfully completed. There was no patient consequence and no other medical intervention required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that synream reaming rod ø2.5 l650 was broken from the shaft near to the ball tip. The fracture surface was examined, and no issues related to material was observed. Additionally, the shaft was heavily deformed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. No other defect or issue were identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the synream reaming rod ø2.5 l650 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: one piece scrapped in cell at op #0050 thermal rinse-unload, for dropped part. Production order traveler met all inspection acceptance criteria apart from the one scrapped. Inspection sheet, 351.709s-11-btq880016 / 2, met all inspection acceptance criteria. Certificate of conformance supplied by eptam dated 29-mar-2023 was reviewed and determined to be conforming. Tensile strength specified as minimum 2000. Certified at 2671.4. Tensile strength of ball tip specified at minimum of 1023. Certified at 1524.4-1554.3. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 31364 supplied by ethicon (abq) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 43672p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Part: 351.709s lot: 43672p7 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date: 13 mar 2025. Expiration date: 01 mar 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 43672p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '351.709s ,synream reaming rod ø2.5 l650 had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (confirmed as the observed condition of the synream reaming rod ø2.5 l650 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : one piece scrapped in cell at op #0050 thermal rinse-unload, for dropped part. Production order traveler met all inspection acceptance criteria apart from the one scrapped. Inspection sheet, 351.709s-11-btq880016 / 2, met all inspection acceptance criteria. Certificate of conformance supplied by eptam dated 29-mar-2023 was reviewed and determined to be conforming. Tensile strength specified as minimum 2000. Certified at 2671.4. Tensile strength of ball tip specified at minimum of 1023. Certified at 1524.4-1554.3. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 31364 supplied by ethicon (abq) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 43672p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Device history review : a manufacturing record evaluation was performed for the finished device with batch number 43672p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.